Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/21/2016 that on (B)(6) 2016, the receiver had intermittent audio output. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. Functional testing could not be performed because of the "call tech support" error. Global receiver communication tool audio test was performed and passed. The customer complaint could not be confirmed. The root cause could not be determined.